Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) received anti-tachycardia pacing (atp) and six shocks that exhausted therapy. Upon examination of the stored electrograms (egms) it appears that the rhythm was a supraventricular tachycardia (svt). Boston scientific technical services (ts) discussed with the field representative why the device delivered therapy in this instance. No adverse patient effects were reported. No reprogramming was done and the physician has elected to continue to monitor the patient as the patient has been started on amiodarone.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.